Manufacturer narrative:
Reported event: an event regarding instability involving an unknown insert was reported. The event was not confirmed.

Event description:
It was reported that the patient's left knee was revised due to instability. A 3x13 cs insert was revised to a 3x22 cs insert. Rep confirmed that no further information will be released by the hospital or surgeon.